Event description:
The patient's generator was replaced, noted to be due to battery depletion. The company representative did not observe generator extrusion at the replacement surgery, and the patient did not mention it to her. No further relevant information has been received to date.

Event description:
It was reported that the patient has a report of "erosion", the vns may be starting to protrude through the skin. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.

Manufacturer narrative:
Device return and evaluation is not necessary as the analysis of the device will not add value to the investigation.